Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a flickering image. The issue occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: d10. The device was not returned to olympus for inspection, but an onsite inspection revealed that the image flicker was due to a faulty serial digital interface cable, and not the endoscope. A definitive root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: predictable or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.